Event description:
Medtronic (covidien) received new nonformation regarding a previously submitted MDR (MDR# 2029214-2014-00668) regarding an onyx davf (dural arteriovenous malformation) treatment. On (B)(6) 2013, the patient underwent onyx embolization treatment. Post procedure, it was reported the patient had cranial nerve palsy; however, it resolved without sequelae. Additional information was received regarding the event and the catheter. It was reported that during the same embolization procedure of, the marathon catheter ruptured at 3.5 cm from the tip of the catheter without friction or difficulty injecting. There was a backflow of onyx that was 2.9 cm. The patient's anatomy was reported not to be tortuous. Post procedure event of cranial nerve palsy, cranial nerve affected was ivth. The adverse event was reported to have resolved without sequelae. Treatment for the cranial nerve palsy was oculomotor rehabilitation. The devices were reported to have been discarded. Same event as MDR# 2029214-2014-00668 that was previously reported last year.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded. The lot history record review of the reported lot number showed no discrepancies that might have contributed to the reported experience.